Event description:
Dehydration [dehydration]. Patient collapsed. [Circulatory collapse]. Dials up but no insulin released [device malfunction]. Hyperglycemia [hyperglycemia]. Very high blood sugar levels, 30 mmol/l [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case from a foreign country, was reported by a consumer's daughter as "dials up but no insulin released; collapsed, hyperglycemia and dehydration; very high blood sugar levels, 30 mmol/l" and concerns a male patient treated with novopen (device therapy) and mixtard 30/70 penfill (dual-acting human insulin for an unknown indication. Patient's height: not reported. Medical history: not reported. In 2009, the patient collapsed. Blood glucose levels were measured and blood glucose monitor registered a "high" reading (it didn't give a figure). An ambulance was called and the patient was taken to the hospital. The patient was admitted to the emergency department at approximately 12 pm and treated for hyperglycemia and dehydration. A fast-acting insulin was administered to the patient, the reporter was unable to recall the name of the product. The patient's blood glucose levels decreased to 22 mmol/l, and the patient was discharged from hospital at approximately 9:30 pm. The patient was advised to increase usual dosage of mixtard 30/70 and to monitor his condition. The following day, the patient experienced very high blood glucose levels again, 30 mmol/l. The reporter suspected a fault with patient's novopen 3, saying that a dose could be dialed up, but no insulin was released. The reporter supervised the patient administer his dose of insulin; she is not very familiar with how novopen 3 functions or with the patient's practice. The reporter advised that she observed the patient dial up the dose and depress the push-button in a "twist as well as a push" motion; an air-shot was not performed. The reporter believed that the patient did not use a new needle with each injection. Four days later, the reporter brought her father's novopen 3 to their local pharmacy. The pharmacist tested the novopen 3 with a new needle and was unable to dispense any insulin. The pharmacist recommended that patient had his novopen 3 replaced. The reporter sourced a replacement novopen 3 for the patient on the same day. The outcome was not reported. Analysis reply: product: novopen 3. Lot no.: 961801. Device conclusion: visual and functional examinations were performed. The piston rod washer has broken off. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The piston rod lock was missing by receipt in customer complaint center at novo nordisk. The observed problem could not be related to any novo nordisk processes. Due to the missing pen parts, no further investigation was possible. Insulin-delivery is not possible with this pen. Product: mixtard 30/70 penfill 3ml. Lot no.: na. Drug conclusion: no complaint sample was returned for evaluation. Comment: company comment: the information concerning patient's medical history, concomitant medication and laboratory analysis results are not reported, which makes it difficult to assess a causal and effect relationship between event "collapse" and suspected products. However, the patient experienced hyperglycaemia at the time of event "dehydration". Hyperglycaemia can cause an osmotic diuresis with hyperosmolarity leading to an osmotic shift of water into the intravascular compartment, which result in severe intracellular dehydration. Comment: reporter's alternative aetiology: not reported.

Manufacturer narrative:
Evaluation summary: product: novopen 3 silver. Lot no.:961801. Visual and functional examinations were performed. The piston rod washer has broken off. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The piston rod lock was missing by receipt in ccc. The observed problem could not be related to any novo nordisk processes. Due to the missing pen-parts, no further investigation was possible. Insulin-delivery is not possible with this pen. The observed problem is due to incorrect handling during use.